Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Bezoar and ulcer are known complications of use of device. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that during endoscopy, ulcerated duodenum with bezoar was found. The peg- j tube was removed and was replaced with peg tube.